Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 400 mg/dl. Customer ran out of test strips and was having issues with insurance regarding replacing test strips and has been having high blood glucose since. Customer treated high blood glucose with a manual injection and would call back if blood glucose remained high. Customer declined transfer to helpline.